Event description:
It was reported that the right ventricular (rv) pacing lead impedance had been decreasing over time and was reading below the normal range. It was also reported that the pacing threshold levels for the lead had been trending upward and were reading high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID addr06, implantable pulse generator, implanted: (B)(6) 2007. (B)(4).